Event description:
It was reported the video processor experienced an error code e226. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing receptor module, image cannot be displayed, expired life expectancy of mc board, the version of the software is not the same as the one before repair. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation was due to a missing rx (receptor) module, error e226 appears and because rx (receptor) module was fallen off, the endoscopic image cannot be displayed. Related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.